Event description:
It was reported that the battery was not charging. It was unknown how the issue was found, no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. It was recommended that the power supply be replaced; however, no repair was documented to have been performed. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
The authorized philips representative replaced the power supply to resolve the issue. The necessary checks have been carried out to certify the return to the operating conditions prior to the failure.

Manufacturer narrative:
The service engineer spoke with electromedicine and it was reported that the equipment does not turn on and no leds on the front of the equipment light up. It was recommended that the power supply be replaced.

Manufacturer narrative:
The removed power supply was returned to the product investigation lab (pil). The pil technician installed the power supply into a pil ventilator to duplicate the reported issue. Visual inspection of the power supply revealed no evidence of damage or contamination. The power supply was tested, the failure was confirmed. There is 0vdc at the power supply output (open circuit voltage testing) which lead to the battery not charging accusation. No open fuses were noted on the power board. No shorts were noted between the input or output terminals. The reason for the faulty power supply and the zero vdc output is due to a faulty q9. Q9 is shorted between all terminals of the gate the drain and the source.